Event description:
The user facility reported that an employee obtained a cut and bruise on their thigh while operating their atlas transfer carriage. The employee sought and received medical treatment (bandage).

Manufacturer narrative:
The user facility informed the technician that the employee bumped into the atlas transfer carriage causing the reported event to occur. Steris is not responsible for maintaining or servicing the transfer carriages at the user facility. The steris account manager counseled user facility personnel on the proper repair and inspection of the transfer carriage. No additional issues have been reported.

Manufacturer narrative:
UDI related data quality updates only - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.